Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called because the lateral buttons are out of insulin pump. Customer explained that the rubber is completely out and it is impossible to use them anymore. No adverse event alleged. A request was made for the return of the device.